Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for hypoglycemia. The blood glucose reading was 61mg/dl. The customer stated that the insulin pump has been exposed to an x-ray metal detector. Troubleshooting was performed. The bolus history revealed missing bolus for some of the days. No further information was provided.